Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of the unit not booting, it booted to the "please wait" screen and stayed there. The hard drive was reconfigured and the software reloaded. (B)(4)

Event description:
It was reported that the programmer was not booting. The programmer was changed out and returned for service. No patient complications have been reported as a result of this event.